Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0002648920 - 2018 -00323. Reported event was confirmed with review of medical records received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that all components removed due to infection and antibiotic spacers were implanted. Attempts have been made and no further information has been made available at this time.